Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) exhibited high pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.